Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported, left side rupture and pain. Diagnosed by ultrasound. Rippling and anxiety, due to fear of developing cancer. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, h6.

Event description:
Patient representative reported left side rupture and pain diagnosed by ultrasound, rippling and anxiety due to fear of developing cancer. Device has been explanted and replaced with non-abbvie device.